Event description:
It was reported that an ilet user experienced recurring alert 42 indicating a motor current sense failure, with restarts performed per troubleshooting but the error persisted, and a replacement ilet was arranged with education on shutdown, data sync, watertight status, and startup. Symptoms included not feeling well and hyperglycemia with a reported peak blood glucose of 240 mg/dl lasting approximately five hours. Outcomes included no alerts above 300 mg/dl for over ninety minutes, no ketone testing, no back-up therapy use, no medical intervention, and no need for assistance. Investigation included technical troubleshooting and device replacement. Investigation of this device revealed a device malfunction consistent with insulin delivery motor current sensing failure localized to the pump motor current sensing function. It was concluded that the cause was a device electrical or mechanical failure related to motor current sensing.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.